Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2001, reportedly, the patient was involved in an industrial accident where they hurt their back. On (B)(6) 2001, reportedly, the patient presented with back pain. On (B)(6) 2001, reportedly, the patient underwent a lumbar spine MRI which revealed small right paracentral disc herniation at l4-5, slightly indenting the thecal sac, though no effect on the nerve roots were noted. There was also a small herniation seen centrally at l5-s1, more right side than left, though no effect on the nerve roots was identified. On (B)(6) 2001, reportedly, the patient was symptomatic . The patient had stopped taking vioxx as it was giving them headache. On (B)(6) 2001, reportedly, the patient was symptomatic. Epidural injections were suggested. On (B)(6) 2001, reportedly, the patient underwent a MRI which was essentially normal. On (B)(6) 2003 and (B)(6) 2004 the patient reported that they had pains in the back and left hip area and bilateral leg pain down to the feet. The patient also reported neck and arm pain. The patient reported their activities were extremely limited secondary to the injury and symptoms. On (B)(6) 2001 reportedly a colonoscopy was arranged. On (B)(6) 2001 reportedly the patient did not show any evidence of l5 radiculopathy or any other concordant evidence related to clinical or MRI findings. The physician was &#61784;"extremely hesitant to recommend any surgical intervention."&#63503;on (B)(6) 2001, reportedly, the patient was symptomatic. On (B)(6) 2001, reportedly, the patient presented with left back pain, left lower leg pain, and left leg numbness. Electrodiagnostic studies were conducted which were within normal limits. On (B)(6) 2001, reportedly, the patient underwent a MRI of the hips which was normal. On (B)(6) 2001, reportedly, the patient presented no clear etiology of neck, back, and leg pain. On (B)(6) 2001, reportedly, it was recommended that the patient undergo an independent medical exam (ime). On (B)(6) 2001, reportedly, the patient presented with lumbosacral spine pain suspicious for internal disruption of l5-s1 disc without neurologic sequelae. On (B)(6) 2001, reportedly, the patient was symptomatic. On (B)(6) 2001 reportedly, the patient presented with lumbar strain, complains of cervical pain, headaches, hip pain, mid thoracic pain, tenderness in breasts, and multiple somatic complaints not related to the industrial injury. The doctors advised a cat I permanent partial impairment. On (B)(6) 2002, reportedly, the patient presented with lumbosacral dysfunction. On (B)(6) 2002, reportedly, the patient underwent a MRI which was within normal limits. On (B)(6) 2002, reportedly, the patient presented with no significant improvement. Physical therapy and antidepressants were recommended. On (B)(6) 2002, reportedly, it was noted by a physician that the patient was not doing well. There were no clear neurological signs. On (B)(6) 2002, reportedly, the physician found no evidence of peripheral neuropathy or nervous pathology of any type. On (B)(6) 2002, reportedly, the patient underwent a brain MRI which revealed a pineal gland cyst unchanged since (B)(6) 2001. The study was otherwise normal. On (B)(6) 2002, reportedly, the patient complained of runny nose, sore throat, cough, headaches and mid and lower back pain. On (B)(6) 2003, reportedly, the patient underwent a lumbar MRI which was within normal limits. It revealed a shallow central disc protrusion at l4-5 with minimal overall spinal stenosis - stable since 2001. On (B)(6) 2003, reportedly, the patient presented with continuing back pain. On (B)(6) 2003, reportedly, the patient underwent a pelvic ultrasound which was normal. On (B)(6) 2003, reportedly, the patient underwent an abdominal CT which revealed no renal calculi, though calcification of the abdominal aorta. The CT scan was otherwise negative. A CT of the pelvis revealed vascular calcifications but no masses or ureteral calculus. On (B)(6) 2003, reportedly, the patient was evaluated for microhematuria. On (B)(6) 2003, reportedly, the patient underwent a rheumatology consultation during which the patient complained of chronic neck and back pain. X-rays of the neck revealed mild cervical spondylosis. X-rays of the lumbar spine showed minimal scoliosis and minimal degenerative changes. Right hip x-rays were normal. On (B)(6) 2003, reportedly, the patient presented with neck pain, recent pyelonephritis, and generalized illness. The patient was evaluated for leukocytosis. The doctor&#62688;impression was noted as: leukocytosis, reactive resolved; polycythemia, minimal; chronic low back pain; and right pyelonephritis with right flank pain and hematuria, resolved. The doctor advised a leukocyte alkaline phosphate sturdy, erythrocyte sedimentation rate, and cigarette cessation. The doctor also recommended antibiotics for pyelonephritis. On (B)(6) 2003, reportedly, the patient presented with continuing neck and back pain. The patient complained of not feeling well. On (B)(6) 2003, reportedly, the patient underwent a lumbar spine MRI which showed a l4-5 annular tear with disc protrusion - without significant change. A cervical spine MRI revealed mild progression in the degenerative changes at c5-6 with posterior osteophyte/disc complex causing mild left neuroforaminal and canal stenosis. There was an annular bulge at c4-5 without significant canal stenosis. On (B)(6) 2003, reportedly, the patient presented with unchanged symptoms. An intravenous pyelogram (ivp) study revealed chronic cystitis and transitional lsj. There was some arteriosclerosis. On (B)(6) 2003, reportedly, the patient presented diskogenic pain resulting from a l4-5 degenerative disc. The physician recommended a two level discogram. On (B)(6) 2003, reportedly, the patient underwent a discogram which revealed the patient was undergoing severe low back pain at the l3-4 level and l4-5. A CT of the lumbar spine showed l3-4 moderate bulging; l4-5 bulging annulus and a small bulge of the disc centrally and to the left. There were mild bulging annuli at the remaining levels noted with mild facet hypertrophy. On (B)(6) 2004 the patient presented with disc disease with referred pain to arms and legs. It was noted that the patient was unable to perform prolonged sustained physical activity and was not able to work. Reportedly, in letter dated (B)(6) 2004, the doctors could find no neurologic explanation for the patient's&#62688;complaints. On (B)(6) 2004, reportedly, the patient underwent a medical evaluation which showed signs of pain behavior and symptom magnification. A category I permanent partial lumbosacral impairment rating was, they believed, warranted. On (B)(6) 2004, reportedly the doctor felt the patient's&#62688;status was neither fixed nor stable. And that active treatment was warranted. On (B)(6) 2005 reportedly the patient underwent an ime. On (B)(6) 2005, reportedly, the patient presented with degenerative l4-5 disc. On (B)(6) 2005, reportedly, it was recommended that the patient undergo some additional diagnostics including a bone scan. On (B)(6) 2005, reportedly, the patient underwent a lumbar bone scan which revealed mild facet remodeling on the left at l3-4 and at the upper left s1 joint. On (B)(6) 2005, reportedly, the patient underwent electrodiagnostic testing in which no evidence of mono-neuritis or neuropathy was found. There was no evidence of lumbar radiculopathy. On (B)(6) 2005, it was reported that they were &#61524;"at the end of our diagnostic options."&#63503;on (B)(6) 2005, reportedly, it was noted that the patient had not had any physical therapy since 2001. On (B)(6) 2005, reportedly, the possibility of surgery was discussed. On (B)(6) 2006 the patient reportedly underwent a medical assessment which the following conclusions: lumbar sprain with no evidence of objective physical evidence of impairment. On (B)(6) 2006, reportedly the patient had continued back pain. On (B)(6) 2007 reportedly the patient presented with back pain with spasms. It was not felt that the patient was a &#61845;"fusion candidate". On (B)(6) 2007 in a doctor's&#62688;note it states the patient's&#62688;condition is not fixed or stable and that they would be a good candidate for a trail cast to see if the patient would be a good fusion candidate. On (B)(6) 2007, reportedly the doctor felt the patient's&#62688;status was neither fixed nor stable. And that active treatment was warranted. In (B)(6) 2007 reportedly a body cast was applied. On (B)(6) 2007 the patient reported relief from pain with a trial cast. When the cast was removed the patient had recurrent severe pain. On (B)(6) 2007 the patient reportedly underwent a lumbar spine MRI which showed evidence of interval progression of loss of disc height and bulge at multiple levels with new endplate degeneration at l4-5. The disc bulge had increased at l4-5 which may have then abutted the nerve root. On (B)(6) 2007 reportedly the patient underwent a lumbar CT which revealed that at l3-4 injected contrast continued into the annular tear along the left paracentral to the left lateral disc space. The disc bulge contacted the existing left l3 nerve roots. Mild degenerative spondylosis was otherwise stable. At l4-5 the contrast continued to the disc annulus asymmetric to the left central and paracentral location. Left-sided sub-articular recess stenosis was demonstrated with contrast continuing into the disc space at the level. This continued minimally inferiorly from the disc space. The l5-s1 level was not able to be interrogated. Overall there was worsening pain during the provocative discogram at the l4-5 level during and after injection of contrast. There was no worsening of pain during the provocative injection of l3-4. The l5-s1 level could not be accessed. On (B)(6) 2007 reportedly the patient was a possible candidate for an l4-5 injection based on the results of the trial cast. In (B)(6) 2008, reportedly, the patient presented with progressive advanced degenerative disease at l4-5. On (B)(6) 2008 the patient presented for a degenerative disc disease f/u. It was reported that the patient had a MRI which showed advance degenerative disc disease which had worsened since the last MRI. There were endplate changes in addition to the severe degenerative disc disease with loss of disc height and reduction of the t2 signal. It stated that the patient had done well with the last trial cast. It also mentioned the patient had a positive concordant discogram at l4-5. On (B)(6) 2008 in a doctor's,&#62688;note it was stated that the patient was a reasonable candidate for an l4-5 fusion due to their progressive degenerative disc disease at l4-5. On (B)(6) 2008 the patient presented for a f/u on their degenerative disc at l4-5. The physician proposed a l4-5 minimally invasive fusion. On (B)(6) 2008 the patient underwent an ECG which showed voltage criteria for a left ventricular hypertrophy. Chest x-ray's&#62688;showed no abnormal findings. Labs were within normal ranges with the exception of calcium which was low. On (B)(6) 2008 the patient presented with severe degenerative disc disease at l4-5 and axial back pain as well as intermittent radiculopathy secondary to the disc disease. The patient received clearance for surgery. On (B)(6) 2008 the patient presented for a preoperative physical with a long history of back problems with spasms. An EKG was conducted which was normal with the exception of a left ventricular hypertrophy by voltage. Chest x-rays and comprehensive labs were taken the results of which were essentially normal. On (B)(6) 2008 the patient presented with pain and the preoperative diagnosis of severe degenerative disc disease at l4-5. The patient underwent surgery which consisted of a xlif 90 at l4-5 with lateral plating with xlp system. Infuse bmp was utilized during the surgery. Emg nerve monitoring was utilized throughout. No patient complications were noted. Imaging utilized intra-operatively verified instrumentation placement without evidence of complications. No patient complications were noted. Labs taken that day revealed the patient had high glucose, wbc, neurtr and mch levels and low lymphocytes levels. On (B)(6) 2008 the patient presented post operatively for lumbar spine x-rays which showed lateral plate and screw fixation hardware from the left approach with interbody fusion markers at the l4-5 level demonstrated. There was mild stable degenerative endplate spurring. A mild dextro-convex curvature was unchanged. There was nothing to suggest loosening or fractured hardware. There was a mild increase in disc height at l5-s1. The patient was discharged from hospital. On (B)(6) 2008 the patient presented approx. 6 weeks post op, with some back and right leg pain. The patient reported having numbness in the right leg but there were no objective findings of reduced sensation. Lumbar x-rays showed a well-placed xlif interbody device with good restoration and a very well placed plate. There was no subsidence or migration of hardware. The patient was to start physical therapy. Medications: norco. From (B)(6) 2008 reportedly the patient attended physical therapy. On (B)(6) 2008 approx. 9 weeks post op the patient reported chronic right lower extremity pain. The symptoms were primarily in the right foot across the medial aspect of the medial longitudinal arch and across the big toe in an l5 distribution. The patient stated the entire left lower extremity was painful and tender. The patient reported difficulty sleeping secondary to pain. The patient also reported cramping pain intermittently across the right low back. The patient also stated there left leg was worse since the surgery. On (B)(6) 2008 reportedly the patient was doing well post fusion. On (B)(6) 2008 the patient reported that their left leg was still hurting pretty constantly but they did not feel anything in their right leg. There were more symptoms in the base of the foot. The patient stated they did not have leg pain everyday but was noting some slight low back pain. The patient also reported some numbness across the base of the left foot and across the posterior thigh and lateral leg when lying fully supine with the lumbar spine in full extension. On (B)(6) 2008 the patient presented approx. 3 mo post op with severe back pain. The patient stated they had been miserable since the surgery and was convinced they were having an allergic reaction to the metal. The patient reported that they had been having itching and hives on hands and feet since the surgery. X-rays showed a very well placed xlif interbody device with good restoration and a very well placed plate. There was no subsidence or migration of hardware. The patient was referred to a dermatologist though the physician thought it was unlikely the patient was having an allergic reaction to the metal. On (B)(6) 2008 the patient reported feeling "way"&#63490;better. It was noted that the patient had no reaction to the allergen test that had previously been performed. The patient also reported that their blood work came back negative. On (B)(6) 2008 the patient presented with improved back and leg pain and improved sleeping ability. On (B)(6) 2008 the patient presented with improved symptoms. The patient reported they had no leg or hip pain for two weeks and their low back pain was intermit. Per the encounter notes ... At this time, further physical therapy services are no longer indicated the patient did report one incident on (B)(6) 2008 where pain across the back was &#61536;"a little more sore". On (B)(6) 2008 approx 5 mo post op it was reported that the patient was doing much better. The patient complained of occasional aches and pain but was much better than pre-op. Lumbar x-rays showed a well-placed xlif interbody device with good restoration and a very well placed plate. There was no subsidence or migration of hardware. On (B)(6) 2009 the patient underwent a functional capacity evaluation. On (B)(6) 2009 reportedly the patient presented with progressively worsening back symptoms. On (B)(6) 2009 the patient presented approx. 1 year post op with progressively worsening symptoms including bilateral leg pain, right > left with numbness and tingling. It was reported that the patient had been doing well until (B)(6) when they felt a pop. X-rays showed a very well positioned xlif interbody device with good restoration of height as well as intact plate. There was no evidence of nonunion and no migration noted. On (B)(6) 2009 reportedly the patient underwent a fluoroscopic evaluation at l4-5 which revealed osseous fusion left lateral margin, l4-5 fusion site, and minimal 4.3 mm posterior subsidence intervertebral component into the superior endplate of l5 with no additional secondary complications. On (B)(6) 2009 reportedly the patient presented with increasing back pain. Assessments were listed as: status post l4-5 fusion - stable; back pain; degenerative disc disease and facet disease at l5-s1; and bilateral leg pain without overt weakness. Overall the fusion was judged to be doing well. On (B)(6) 2009 the patient presented with increasing low back pain that radiated down the back of the legs to the bottom of the feet, right > left.. The patient reported having gone to the ER the previous week as the result of increasing pain. Per the patient, the ER started the patient on pain medications and anti-inflammatories. The patient reported that their foot occasionally felt cold particularly onto the plantar surface. The patient had slight tenderness to palpitation over the spinous processes and into the lateral paraspinal area in the area of l5-s1. X-rays showed a well maintained fusion at l4-5 with maintained intervertebral height. There was no subsidence or movement of the cage. There was good interval callus formation. The plate was in place without change in alignment of screw divergence. There were no signs of back-out or lucency. There was noted degenerative disc disease moderate l5-s1 with some disk space narrowing and sclerosing of the end plates as well as some thickened facets at l5-s1. It was noted that the patient could be having pain as a result of adjacent disc disease l5-s1. In a (B)(6) 2010 dated letter a physician reported that the patient&#62688;industrial related back injury was not &#61833;"fixed"&#63489;and needed additional treatment. It also stated that an (B)(6) 2003 MRI indicated the patient had bulging discs at l3-4 and l4-5, loss of disc height, reduction of t2 signal and endplate changes. The letter then goes on to say the patient is not capable of obtaining and maintaining any gainfully employment on a reasonable continuous basis. On (B)(6) 2010, the patient complained approx. 2 years post op, that they were no better than before the surgery and that they were unable to do even a sedentary job and that they experienced low back pain as well as right leg pain. Per the encounter notes there were no objective findings to the claimed symptoms and imaging had shown good fusion. On (B)(6) 2010 reportedly it was recommended that the patient undergo a MRI and electrodiagnostic studies. On (B)(6) 2010 the patient presented approx. 2 years post op with low back pain radiating into the right leg to foot. The patient had been released to go back to work however contested the fact that they were capable with their symptoms. The doctor concurred. X-rays of the lumbar spine were reviewed which showed solid mature fusion at l4-5 with intact plate and cage. On (B)(6) 2010 the patient presented with low back pain and radiating down into the right leg all the way down to the foot. The patient was released to work. On (B)(6) 2011, in an evaluation of the patient&#62688;medical condition, the patient presented with constant diffuse stabbing dull and achy pain in the midline and diffusely in the low back area with some extension of pain to the buttock regions and the right hip and bilateral leg pain. Diagnosis: lumbosacral sprain and status post lumbar fusion procedure at l4-5. It was stated that the patient&#62688;condition was medically fixed and stable and permanent partial impairment was warranted. On (B)(6) 2011, reported the patient underwent a MRI which showed desiccated discs from t1- all the way down to l5 with hydrated disc at l5-s1. The patient had some mildly thickened facets multi-level throughout the lumbar spine, but there are no significant disc herniations. There was no neural impingement noted. There was a well maintained fusion at l4-5 noted. On (B)(6) 2012, almost 4 years post op, the patient presented with back pain and wanted to discuss the possibility of as titanium allergy. The patient complained of chronic burning and aching back pain and associated achy leg pain with no weakness. The patient was concerned they might have a titanium allergy and explained that the last time they were tested, after they had taken the metal pad off, within 24 hours they developed small bumps that blistered and then resolved. X-rays were taken which showed a well maintained fusion at l4-5 with good inter vertebral height. The cage was in place without shift or subsidence. Good bone growth was noted within the cage. The lateral plate was in place without fracture or signs of osteolysis or lucency about the screws. The patient had levoconcave scoliosis centered at approximately l1. The rest of the disc heights were for the most part well maintained with some thickening of the facets at l2-3 and l3-4. Assessment: back pain, status post l4-5 fusion with lateral plate doing well and patient concern of titanium and/or metal allergy in back or leg pain. It was noted that the degenerative changes and scoliosis was most likely ca using the pain and also possibly some deconditioned muscles making it worse. It was decided to test for metal allergies. Medications for pain: ibuprofen. On (B)(6) 2012 the patient underwent a lumbar spine CT which showed: l4-5 no evidence of hardware breakage or loosening, interbody fusion with osseous bridging through the central core which was nearly solid on the left but had some persistent radio lucencies on the right. At l5-s1 there was a pseudo joint between the left transverse process and the sacrum. At l2-3 and l3-4 there were small posterior annular bulges. At l2-3 there was moderate left facet spondylosis. At l3-4 there was mild right facet spondylosis. On (B)(6) 2012 the patient complained of back, hip, and buttock pain radiating bilaterally into the lower extremities -&#63511;worse with activity. There was no consistent anatomic distribution. The patient also reported occasional whole foot numbness, occasional infrequent fecal incontinence, headaches, arm weakness, bilateral arm pain and leg heaviness. The patient reported that they did not feel improved from the surgery- it was like they never had a surgery. The patient also reported that the brace they wore after the surgery had caused hives. The patient was convinced they had an allergy to titanium. At this point the patient had gained approximated 20lbs since the surgery. The patient's&#62688;x-rays and MRI were reviewed which showed bony union of fusion site. No significant stenosis or lucencies. The doctor suggested the patient undergo an allergy test for the titanium utilized in surgery. They felt it was unlikely the patient had an allergy.

Event description:
Per medical records, it was reported that on (B)(6) 2008 the patient presented with a pre-operative diagnosis of severe degenerative disc disease at l4-5. The patient underwent the following procedures: 1. Xlif 90 at l4-5 with lateral plating. 2. Surgeon driven intraoperative emg nerve root monitoring using neurovision technology. 3. Use of maxcess with fiberoptic lighting for performance of the procedure. History: patient has severe degenerative disc disease at l4-5, this has been progressive over the years. She was brought to the operating room for fusion after failure of conservative treatment. Per op notes, anterior xlif at l4-5. After preparation the surgeon inserted the final device, which was 50 mm in length, 18 mm in width, lordotic, packed with in addition to bone graft saturated with bone marrow obtained from the left iliac crest, obtained excellent purchase in between the endplates. The surgeon also packed the rest of the bone graft anterior and slightly posterior to the cage as well. Lateral plating at l4-5. This was done with a template, drilled the outer holes with ball and then by hand drill and then inserted 6,5 mm self- screws unicortical, achieved excellent purchase in the bone. The surgeon then applied the plate and secured it and torched it to the limit. Obtained final films. Surgeon driven intraoperative emg nerve root monitoring. The surgeon had free running emgs, no significant events. The surgeon also had monitoring using the probe as well as the dilators. All the values were favorable for the safe performance of a procedure. Bone marrow aspirate. This was done through a left iliac crest with a multipore needle, aspirated 9 cc of bone marrow aspirate and mixed with bone graft. The patient tolerated the procedure well and left the operating room in good condition. No patient complications were noted

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.